Event description:
The spider arm/leg positioner began to make a constant noise that staff reported as an abnormal sound. Also, the spider would not stay in the correct holding position for use. Device should be able to be set where the doctor needs the patient's body to be and device was not locking in place. Manufacturer response: for leg positioner, (brand not provided) (per site reporter). Device was sent in the company and the hinge pressure ring and solenoid valve was replaced.